Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 60 mg/dl. Customer's health care professional recommended the pump basal rate be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer ate carbohydrates to address low bg levels.